Event description:
It was reported that pump displayed malfunction alarm related to malfunction code 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, and reset was completed with alarm clearing and pump functioning normally; customer was advised to continue using pump and to call back if malfunction occurred again.